Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. The issue, which occurred before contacting technical support, resolved itself. The customer continued to use pump for insulin therapy.